Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic assisted distal gastrectomy procedure, the hand switch was non-functional. The foot switch was able to be used. There were no adverse consequences to the pt.